Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: sp1a.210812.016.g975u1ueu9ixe1 smartphone hardware: sm-g975u1 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula only partially deployed during the activation process. Details regarding treatment were not reported.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The data shows that the pod completed both priming sequences in an expected number of pulses and was deactivated at the end of second prime. Inspection of the needle mechanism assembly found no damages or defects that would contribute to a needle mechanism failure. The exact cause of the reported needle mechanism failure could not be determined. The investigation found the exposed portion of the soft cannula to be torn and shortened. The exact timing and cause of the damage to the external soft cannula could not be determined.